Event description:
It was reported that the health care professional (hcp) called for a review of an atrial tachy response (atr) episode. Technical services reviewed and found that this right ventricular (rv) lead exhibited intermittent loss of capture. There was a successful right ventricular autothreshold (rvat) test performed in which thresholds were high and there is not an adequate safety margin. The plan is to have the patient come into the office for an evaluation. At this time, the lead remains in service. No adverse patient effects were reported.